Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, the patient developed st elevation. A right coronary angiograph was performed and no anomalies were noted. A vasodilator was administered, and the st segment returned to normal. It was reported that the patient experienced a spasm. The case was completed with cryo. No further patient complications have been reported as a result of this event.